Manufacturer narrative:
Reported event: an event regarding loosening & subsidence involving an unknown implant tibial baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the product was not returned. Clinician review: a review of the provided medical records and x-rays by a clinical consultant indicated: the event cannot be confirmed without additional records. The only assertion supporting the event was the pi report. It appears a revision was performed with a stemmed cemented tibial component with augments. Root cause: again, without medical records and other x-ray assessment the root cause cannot be ascertained. The information from the pi report states a fall led to the failure. Pre-fall evaluation would be helpful. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records and x-rays by a clinical consultant indicated: the event cannot be confirmed without additional records. The only assertion supporting the event was the pi report. It appears a revision was performed with a stemmed cemented tibial component with augments, [...] Without medical records and other x-ray assessment the root cause cannot be ascertained. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to loosening and subsidence of the tibial baseplate after the patient fell. The baseplate and a 6x16 cs insert were revised. Rep can provide pictures, and confirmed that no further information will be released by the hospital or surgeon.